Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer reports difficulty in removing guide wire from pt following insertion; the .038" j straight wire was too large to get back out of the vein through the catheter, and frayed/kinked and tangled making it difficult to remove and was stuck in the pt. Additional puncture to remove the wire from the pt was required.

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.